Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been confirmed to be unavailable for this report. This is the first of two reports from this facility. (B)(4).

Event description:
An ophthalmologist reported that a knife was used during a cataract surgery. The patient presented postoperatively with minute metallic residue in the corneal stroma, vitritis and iritis. The patient was treated with a sub-tenons injection of kenalog and topical non-steroidal anti-inflammatory drops. The patient is presently being seen by a retinal specialist. Additional information has been requested.